Manufacturer narrative:
Analysis received the unit with blank display due to a faulty interface board.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 106 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.